Event description:
It was reported that the customer had white plastic clip broken and had the error of down stream sensor was not with in calibration requirements which was resolved with replacement of both bottle and patient side pressure sensors with new one of the shelf and performed full preventive maintenance and completed with no problems. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No product will be returned.